Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient saw a power on reset (por), which meant the therapy had turned off and reset to shipping parameters. Caller stated the patient was scheduled to have their ins replaced due to normal battery depletion, but the patient's cardiologist put a stop to surgery as they wanted the patient to get a stress test first. Caller stated they went to check the device and noticed the por. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's family member: the patient has been seeing a nurse practitioner, and they're waiting to see if battery can be replaced (wait due to previously reported unrelated health issues). The family member didn't know about a cause of por, no action was taken to resolve it because the battery was depleted, normal/expected depletion. There were no further complications reported or anticipated.